Event description:
Complainant alleged that while attempting to treat a (B) (6) male patient using pediatric electrode pads, the device displayed "poor pad contact" and "check patient" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.